Manufacturer narrative:
(B)(4). Pt info requested and all available info is included. This report was filed by the MFR. No devices received, log review only. The customer's complaint of an over infusion of bumex could not be confirmed from a review of the logs and no device was returned for investigation. No obvious programming errors were observed in the logs. The device logs showed that at 9.18 am the user programmed the pump module for a primary infusion using guardrail drugs for bumetanide (bumex) with a concentration of 20mg/80ml. The user entered a dose of 25mg/hr (calculated rate of 100ml/hr) and a vtbi of 70ml. The infusion program completed on schedule, ending in an "infusion complete-kvo" alert. The total volume infused for the bumetanide infusion was recorded as 71.773ml running for approximately 42 minutes; however, since no IV container was returned the actual starting volume could not be determined. The root cause of the customer's report could not be determined from a review of the logs and no device was returned for analysis; however, no programming errors were identified.

Event description:
Customer reported an over infusion of bumex. Customer stated that bumex 20 mg/80 ml infused in 90 minutes. Bumex was started in the ICU, then the pt was transported to a med/surg floor. Upon arrival, the bumex bag was empty. The pt was transferred back to the ICU for increased monitoring and lab work. No additional info was provided. MFR's report number: 2016493-2014-00261. (B)(4).